Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead revision due to dislodgment. No adverse patient events were reported. Lead remains actively implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Lead was explanted on (B)(6) 2020. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.